Manufacturer narrative:
Combination product: yes. The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The balloon of the delivery system has been inflated and was returned partially deflated with a rather large amount of contrast medium residue in the balloon- and inflation lumen. Microscopic inspection showed stent imprints on the exposed balloon surface, indicating that the stent was properly crimped in between the two radiopaque markers at the time of delivery. The stent was not returned for analysis. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested by means of manufacturing process output monitoring. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. Please note that, according to the IFU, the user is advised to not force the passage if any resistance is felt at any time during lesion access.

Event description:
An orsiro mission drug-eluting stent system was selected for treatment of a very calcified lesion (88 percent stenosis degree) in the severely tortuous distal lad. During the procedure, crossing was difficult and resistance was felt. Since it was difficult to access the lesion, it was decided to retrieve the stent system. During retrieval, the stent was dislodged from the delivery system and was discarded by the hospital. Only the delivery system was returned for investigation.

Manufacturer narrative:
Combination product: yes.